Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
"Device evaluation: visual analysis of the returned device identified: opening, crease fold , wear abrasion, opening, yellow particle inner and voids . Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior and device appearance (observed void >1 mm in non-textured, valve-to shell-bond area). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior assessed to a fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.